Event description:
Lap sponge shredding and leaving strings in surgical site.

Manufacturer narrative:
According to the facility, the lap sponge was shredding and leaving strings in the surgical site. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.